Event description:
While in the process of conducting an internal recall of the device with co reps, a defective set with a different lot number was discovered. The tubing with the drip chamber vent slide clamp is reversed with the tubing with the backcheck valve with upper y-injection site where they enter the drip chamber.